Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-apr-2025. Investigation summary bd received 5 samples for investigation. Upon inspection, no issues were identified in the 5 returned samples. A functional test was performed on 5 returned samples, and all tubes were found to be within specification limits. Additionally, 100 retained samples were inspected, and no visible defects were found. A functional test was also performed on 10 retained samples, with all tubes meeting the specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.